Event description:
User received calcium results for five pt samples. Sample 1, initial gave 5.5; repeat on same analyzer gave 10.3 mg per dl. Sample 2, initial gave 5.2; repeat on same analyzer gave 10.1 mg per dl. Sample 3, initial gave 2.8; repeat on same analyzer gave 7.3 mg per dl. Sample 4, initial gave 4.9; repeat on another c501 gave 9.7 mg per dl. Sample 5, initial gave 4.8; repeat on another c501 gave 9.7 mg per dl. Samples 4 and 5 were also retested on the initial c501 and gave lower results, specific results were not provided. Low results were not reported, pts were not affected. The field service rep determined the r2 reagent probe was bent and clogged as the cause, and replaced r2 reagent probe followed by 2 air purges. To verify analyzer performance he ran calibration, controls and serum precision study; all results within specification.